Manufacturer narrative:
The product was returned for analysis and showed signs of handling. The optic was torn/split/cracked (possibly cut) into two pieces. One optic portion was also torn/split/cracked on the edge. The other optic portion was torn/split/cracked on a post of the lens case and was scratched-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/20/08 by fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 08/08/08.

Event description:
A surgeon reports that enlargement of the incision was required to accommodate removal of a damaged intraocular lens (iol) during implant surgery. Following surgery, the pt experienced corneal edema and prolonged topical steroids were required. In a follow up, the surgeon reports the outcome of event for the pt as "unknown".